Event description:
It was reported that when stimulation was turned on a shocking or jolting sensation and pain near the tailbone site occurred. It was noted pt worked at a retail store and stood near a security gate and felt shocking sensations several times. In addition, pt stated she lifted heavy paint cans and wondered if something happened to the lead that would cause this painful stimulation. Pt was redirected to hcp. At the time of this report, no further info was provided. Additional info had been requested and will be provided when available.

Manufacturer narrative:
(B)(4)